Event description:
A malfunction on the pump was reported by the caller, specifically a malfunction code identified as malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, which were successfully implemented, as the malfunction did not recur. The customer was advised to continue using the pump and to report any future issues if they arise.